Event description:
It was reported that during a ptca treatment procedure involving an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured during the procedure. No patient injuries were reported. The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. Patient status is reported as 'good'.